Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria. The type and number of bacteria were not informed. The subject device had been disinfected with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide device manufacture date and additional information. Olympus followed up the user facility and was informed that the subject device repeatedly tested positive for following bacteria during the surveillance culturing test at the facility. - on september 22 :pseudomonas aeruginosa(99cfu/120ml), stenotrophomonas maltophilia (37cfu/120ml) - on september 26 :unspecified bacteria (19cfu/100ml) - on november 17 :stenotrophomonas maltophilia (>100cfu/100ml) the subject device reportedly had been reprocessed using non-olympus endoscope reprocessor ((B)(4).). The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for following bacteria but the testing indicated no microbial growth for the suction channel. The testing result cleared french guideline. - biopsy channel :staphylococcus coagulase negative(1cfu/40ml) - air/water channel:staphylococcus coagulase negative(1cfu/40ml), micrococcus(1cfu/40ml) - forceps elevator channel : bacillus spp. Mesophiles (1cfu/20ml) omsc reviewed the manufacture history of the subject device and confirmed no irregularity.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".